Manufacturer narrative:
Results: the indigo system separator 8 was fractured approximately 149.5 cm from the proximal end of the delivery wire. Conclusions: evaluation of the returned device confirmed that the sep8 bulb was fractured off its delivery wire. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The cat8 mentioned in the complaint and the fractured sep8 bulb were not returned to penumbra for evaluation. Sep8s are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8). During the procedure, while in use with an indigo system aspiration catheter 8 (cat8) to clean up a fem-pop graft, the sep8 bulb broke off and was suctioned in the aspiration tubing. The sep8 and cat8 were removed and the procedure was completed using stents. There was no issue with the cat8. There was no report of an adverse effect to the patient.